Event description:
Report rec'd from the USA stating that the foot control device "came apart at the bottom near the base and was not working." The device was used in a spine surgery. No delay in surgery was observed as an identical spare foot control device was available. No injuries or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
The foot control device was rec'd for eval. The device was tested and the reported condition was duplicated. Evidence indicated this is due to improper handling. The reported condition was confirmed.